Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause is unknown.  However, investigation results suggest/indicate the annular rupture was caused patient (valve leaflets were calcified) and procedural factors (device manipulation) may have contributed to the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(6), regarding a 26mm sapien 3 ultra valve by transfemoral approach in aortic position. Before crossing the valve, patient was complaining of severe pain in chest area, and was given extra pain medication by the anesthesiologist. A few minutes after valve deployment there was a drop in blood pressure and, shortly after, a heart rate rise. At first, it was expected to be due to protamine, but decline in blood pressure continued. Echo showed a bleed that was not possible to be relieved by drainage, but needed an operation. Patient was declared too fragile for a high risk operation and, consequently, the patient expired on table. Root cause of death was determined as annulus rupture.